Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during prior to use that the cardiosave intra aortic balloon pump (iabp) screen is pixelated green. No patient involved.

Manufacturer narrative:
Another contact info: (B)(6). Updated fields: b4,d9,g3,g6,h2,h6(type of investigation, investigation findings, investigation conclusions),h11 the failure analysis and testing dept. Received part with a reported unit failure of the display pixelating intermittently. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual revision r. No failure confirmed. Retaining the part in the failure analysis and testing department.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected field: d10 the device was received for evaluation, and diagnostics confirmed a failure of the 12.1 inch upper lcd display. The lcd display was replaced, after which all required preventive maintenance, calibration, performance, and functional tests were completed in accordance with the manufacturers specifications. All test results were within acceptable limits. The device was verified to be fully functional following repair, and service updates were provided to the in house biomed team. The failure analysis and testing dept. Received the part with a reported unit failure of the display pixelating intermittently. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in a cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual revision r. No failure was confirmed. The part is being retained in the failure analysis and testing department.

Event description:
N/a.